Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported by the user site on (B)(6) 2025, that "our atec does not have adequate suction. Doctors are needing to take additional tissue samples during at least 4 recent procedures. No error lights on system, handpieces from different lots used. All procedures completed successfully, 2 took longer than expected, filter was imaged on different system and then additional cores were collected." It is reported that additional tissue samples were required for at least four patient procedures; therefore, this is being reported due to additional medical/surgical intervention. The user site was provided with a replacement device. No further information is currently available.